Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be provided upon completion of investigation. This report is to follow up medwatch #(B)(4). In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy- "event desc: this was a laparoscopic cholecystectomy case. The doctor found out the universal seal - a piece of disposable part that goes in with the (B)(6) - came out with a tear and missing rubber part." "What was the original intended procedure- laparoscopic cholecystectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)" additional information received via email from user facility on (B)(6) 2016: it is unknown what instruments were being used at the time of the event. No pieces of the seal fell into the patient. There was no harm to the patient.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up (B)(4).